Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2016 with the following findings: a review of the pump¿s black box revealed unexpected drastic voltage drops leading to a cs 177/cs 128 alarm. The battery compartment and cap are undamaged and able to fit securely. The ez-prime steps were performed correctly and all currents reading were within specification. There was no overheating occurring during the investigation. The ¿temperature¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board.